Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified, 100% stenosed, de novo lesion in the left anterior descending (lad) artery. A 2.75x23mm xience alpine drug eluting stent (des) could not cross the heavily calcified anatomy and a 2.8x26mm graftmaster covered stent was advanced but could not cross the anatomy due to unspecified reasons. Another des and graftmaster were implanted without issue. No additional information was provided.